Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined h3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.